Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had a scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was not included in report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.